Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal superficial femoral artery with mild tortuosity and mild calcification. A 6x120mm absolute pro self-expanding stent system was advanced toward the target lesion. An attempt was made to deploy the stent and the stent completely failed to deploy. Reportedly the thumbwheel did not rotate properly. The device was removed. A new absolute pro was used to successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The failure to deploy was not able to be confirmed as the stent had already been deployed and was not returned. The site indicated that the correct device was returned and that the physician withdrew the device from the patient anatomy and tried to release the stent outside the patient. The investigation was unable to determine a conclusive cause for the reported deployment issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no indication of a lot specific product issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.